Manufacturer narrative:
In response to FDA report number: mw5093423. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), malaise, headache, anxiety - product/procedure, pain.

Event description:
Patient reported via regulatory agency: "left breast swelling, redness and head, infection, extensive drop in energy, felt exhausted, extreme exhaustion, constant headaches, migraines, waking up in pain", and "concern due to "implants had been recalled." Patient also reported "sensation that my chest had been wrapped in duct tape and I could not take a full inhalation, joint pain-arthralgia, myalgia, extreme shoulder/deltoid pain, insomnia, nightly palpitations, cognitive problems-especially with short-term memory, hair loss, low-to-no libido, total spinal pain, drug intolerance, extensive upper body muscle weakness, can barely manage 5lb. Weights, reacted [to antibiotics] from hives to extreme headaches", and "breast implant illness;" these events are not device related. Device has been explanted. This record is for the left side.